Event description:
This is report 2 of 2 for the same event. It was reported that when charging two battery devices, it was observed that the battery devices would not charge. According to the report, the battery devices started indicating ¿not charging¿ (red light). The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The previous report said the device was returned. The device was not returned for evaluation. Therefore, the reported complaint could not be confirmed. No further investigation is required at this time. If additional information should become available, a supplemental medwatch report will be sent accordingly.